Event description:
It was reported that the right ventricular (rv) lead had high impedance and a fracture was suspected. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert and that the impedance trend on the rv (right ventricular) pacing lead was rising. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2012. Maximum ventricular pace impedance rises from an approximate baseline of 750 ohms the week ending (B)(6) 2012 to greater than 4000 ohms the week ending (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.